Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient calling to ask what kind of sutures hcp is supposed to use stating hcp used sutures that have to be removed by hcp. Patient is concerned about getting sutures removed. Patient stated she can feel sutures through bandage, bandage came of sutures and patient had pain from clothing rubbing against them. The patient has been experiencing itching at incision site last night and had pain at incision site when she crossed right leg over left, and stated during implant, she woke up in the or during surgery and felt the knife. There were no further complications reported. Additional information was received from a consumer. It was reported that the surgical incision was infected, and they go back to the healthcare provider every week. It was stated that it is still swelling and turning red. When asked, the patient stated that they did not know when the infection was first observed. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the incision did heal over, but the stimulator was protruding and causing a great deal of pain. The patient noted the infection was superficial and they took oral antibiotics. Their doctor also gave them a solution or some kind of cleaner and the incision was cleaned and dressed every day.